Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of a bio-medicus life support cannula, upon opening the product the customer experienced difficulty with the introducer, which could not be removed from the catheter body due to it being sticky/high friction at a specific point. The cannula body was wetted with saline prior to introducing the white introducer, following customer protocol. The introducer could only be retracted by approximately 7-10 cm before sticking. The device was replaced with another manufacturer's product. There was no patient involvement. Medtronic received additional information that upon visual inspection of the cannula, the customer noted that when the introducer was removed from the cannula, the cannula tip was not a perfect circle. The external packaging and the protective tube holding the cannula for shipping did not show damage. The customer decided to check other multistage femoral venous cannula in their stock. They observed the same ¿non-perfect circle¿ on the cannula body tip on most of the cannulae in their stock. They opened two expired devices and checked if the introducer was sticky upon removing around 7-10cm. It was confirmed they were sticky. This was noted on the extracorporeal membrane oxygenation (ECMO) life support range as well as the bio-medicus next gen multistage cannulae. They also removed from the hospital an expired multi and also an expired old gen bi-caval and they were both ¿slightly sticky¿ at the 7-10cm area when removing the introducer.

Manufacturer narrative:
Additional review of the event and additional information received shows that this is a duplicate event. The same event was reported separately via MDR # 9612164-2025-00403. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.